Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device and return it for device analysis. The plan is to explant the device. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended to replace the device and return it for device analysis. The plan is to explant the device. At this time, the device remains in service. No adverse patient effects were reported.